Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a usual meal for lunch at a glucose of 109 mg/dl and later experienced low glucose readings, with cgm showing 69 mg/dl and confirmatory fingerstick at 60 mg/dl, after which cgm rose to 82 mg/dl; troubleshooting and education were completed, and oral glucose was advised. Symptoms included hypoglycemia. Outcomes included patient self-management at home without escalation. Investigation included customer interview and review of device use and blood glucose data. Investigation of this case revealed no device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.